Event description:
The customer reported that the "implant was not working anymore".

Manufacturer narrative:
The customer reported that the "implant was not working anymore". An in vivo assessment was realised on march 31st 2022, impedance measurement was compliant for 19 of the 20 electrodes. A lost of communication was noticed, rendering the various other tests impossible. UDI : (B)(4).

Event description:
The customer reported that the "implant was not working anymore".

Manufacturer narrative:
The customer reported that the "implant was not working anymore". An in vivo assessment was realised on march 31st 2022, impedance measurement was compliant for 19 of the 20 electrodes. A lost of communication was noticied, rendering the various other tests impossible. UDI : (B)(4).